Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 206, blood glucose reading 375mg/dl. It was also reported that the customer had blood glucose levels over 400mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. It was also reported that the customer had bent cannulas. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.